Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report: 3005168196-2019-01131. Section h. Box 8. Usage of device. Results: the pet lock was damaged but intact and pull tube was retracted on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 90.0 and 109.0 cm from the proximal end. The embolization coil was detached from the pusher assembly ddt. Offset coil winds were present along the embolization coil. Conclusions: evaluation of the two returned pod6¿s revealed the pet lock on the proximal end of the pusher assemblies were damaged, the pull tubes were retracted, and the embolization coils were detached from the pusher assembly. If the devices are forcefully gripped or otherwise mishandled at extreme angles, the pet lock may become damaged and the pull tube may become retracted. If the pull tube retracts out of the pusher assembly ddt, the embolization coil will likely detach. Further evaluation of both devices revealed pusher assembly kinks and embolization coils with offset coil winds. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01130.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01130.

Event description:
During preparation for a coil embolization procedure, the physician advanced two pod6s into saline to check their shapes on the back table. However, while retracting the pod6s back into their introducer sheaths, both pod6s detached from their pusher assemblies. The damage to the pod6s occurred prior to use and, therefore, the pod6s were not used in the procedure. The procedure was completed using other pod packing coils.